Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had a sticky trigger that could lead to run-on. 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 5 previously reported events are included in this follow-up record. Product return status 4 devices were received. 1 devices were not available for evaluation. Event confirmation status 4 reported events were confirmed; the cause was traced to component failure. Evaluation results 4 devices were found to be affected by internal corrosion.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 4 devices were received. 1 device was not available for evaluation. Evaluation status confirmed. 2 reported events were confirmed during testing. 2 devices were found to be affected by corrosion. In progress: 2 device evaluations are in progress. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had a sticky trigger that could lead to run-on. 5 events had no patient involvement; no patient impact.